Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06172. It was reported the patient has been experiencing discomfort and itching at the ipg site. It was also reported the patient has been experiencing discomfort at the lead site. The patient may undergo injections on a later date.